Event description:
It was reported that during patient use, a crack was found on the neck flange of a tracheostomy tube. The tube was then exchanged for a new device. There was no patient harm reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Manufacturer narrative:
(B)(4). The tracheostomy tube was returned for investigation. A visual inspection was performed and found the flange was cracked where the neck strap would be tied. The reported complaint was confirmed. The manufacturing process was reviewed and found acceptable to identify the reported malfunction. Damage of this magnitude would be detected during the manufacturing process.